Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted, during a procedure performed on (B)(6) 2025. During the procedure, the distal flange of the stent was difficult to open, and the proximal flange did not open at all. It was also noted that the handle was difficult to operate. The stent was removed from the patient inside the endoscope. The procedure was completed by closing the opening with clips. There was no patient complications reported as a result of this event.